Event description:
On 03-mar-2026, it was reported by a sales representative via (B)(4) that an ar-s7110-025-330 cup forceps grasper broke inside of the patient. This was discovered during a procedure with no patient harm and no effect on the case. Additional information provided 05-mar-2026: it was further reported this occurred during an l4/5 endoscopic microdiscectomy and was completed with a 3.0 grasper. No case delay and no additional anesthesia was administered. All fragments were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.